Manufacturer narrative:
The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. The insulin pump had unresponsive buttons due to flattened dome switches.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was unknown. Customer stated the up and down buttons were very hard to activate and sometimes unresponsive. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.